Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as reporter indicated the device was discarded. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a customer, while on vacation aboard the carnival breeze, reported experiencing a low glucose reading of ¿56.¿ the customer self-treated with "invalids "and drank some juice, subsequently returning to sleep. An hour later, the monitor displayed a reading of ¿52.¿ the customer noted a vertical trend arrow, which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer then contacted the ship¿s medical facility and was transported to the emergency hospital on zero deck. Laboratory tests revealed that their glucose level was not decreasing; instead, it was elevated above 200, at 221, and rising. Adc customer service contacted the customer, who stated this had already been reported and that the sensor had been discarded. No third-party treatment was reported. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a customer, while on vacation aboard the carnival breeze, reported experiencing a low glucose reading of ¿56.¿ the customer self-treated with "invalids "and drank some juice, subsequently returning to sleep. An hour later, the monitor displayed a reading of ¿52.¿ the customer noted a vertical trend arrow, which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer then contacted the ship¿s medical facility and was transported to the emergency hospital on zero deck. Laboratory tests revealed that their glucose level was not decreasing; instead, it was elevated above 200, at 221, and rising. Adc customer service contacted the customer, who stated this had already been reported and that the sensor had been discarded. No third-party treatment was reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor solder was observed on battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings.poor solder observed on the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. This also serves as a correction report. Section d1 (brand name) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.